Event description:
Halyard custom general ortho pack (lot# 1606581) had a hole on the under side of the sterile blue wrapping. This was discovered prior to the patient being brought into the operating room. Table/supplies had to be torn down and re-set up.